Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed left size d catalog # 42532006701 lot # 63331150, articular surface fixed bearing posterior stabilized (ps) left 13 mm height catalog # 42511400413 lot # 62236981, all poly patella cemented 32 mm diameter catalog # 42540000032 lot # 63409946. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported by the legal department that the patient underwent a left total knee arthroplasty on an unknown date. Subsequently, the patient was revised due to fracture and instability. The patient was also experiencing pain and popping in knee.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left total knee arthroplasty revision approximately three months post implantation. The patient was revised due to peri-prosthetic fracture and instability. The patient reported feeling a pop and subsequent pain, prior to the fracture being diagnosed.